Event description:
It was reported that a patient underwent a cardiac procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax surface. Initially it was reported that an invalid temperature reading was being displayed on the smartablate generator. The ablation cable was replaced without resolution. The ablation catheter (lot #: 31100155l) was replaced with ablation catheter (lot #: 31095990l) and the issue resolved. The procedure continued. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on(B)(6) 2023 there was a hole observed on the pebax surface with reddish material inside. The temperature issue was originally considered non-reportable, however, bwi became aware of the hole observed on the pebax surface on (B)(6) 2023 and have assessed this returned condition as reportable.

Manufacturer narrative:
The investigation was completed on 20-sep-2023. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and functional test of the returned device. Visual inspection was performed and a hole was observed on the pebax surface with reddish material inside. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specifications and procedures. However, it could be related to the handling of the device during the procedure, but this cannot be conclusively determined. Temperature and impedance tests were performed and the device was found working correctly. No temperature or impedance, issues were observed. The blood inside the pebax could be related to the force issue reported by the customer. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. No corrective and preventive actions (CAPA) are required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2023-02334 for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter ¿ reportable event: malfunction) (2) MFR # 2029046-2023-02097 for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter ¿ reportable event: serious injury) if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) the product investigation was reopened to clarify/correct the investigation findings which resulted in the following updated investigation on 29-nov-2023. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and functional test of the returned device. Visual inspection was performed and a hole was observed on the pebax surface with reddish material inside. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specifications and procedures. However, it could be related to the handling of the device during the procedure, but this cannot be conclusively determined. Temperature and impedance tests were performed and the device was found working correctly. No temperature or impedance, issues were observed. The reddish material inside the pebax could be related to the issues reported by the customer. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system.